Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) reported that the patient was seen in hcp's office on (B)(6) 2016 because of interstim not working. She occasionally felt pulsation. She did not feel it was controlling her symptom. She was still wearing pads. She experienced an urge incontinence. The interstim placed approximate 3 year ago and has provided relief. Hcp assessed impedance on the day of visit and all leads except greater than 4000 ohms. They discussed interstim revision. It was indicated that the patient would consider and contact office to schedule. The patient's medical history included hypercholesterolemia (stable), colon condition (stable), gerd( stable), osteoporosis (stable), arthistis( stable), spinal stenosis (stable). The patient's concomitant medications included dicyclomine hydrochloride 20 mg , fosomax 70mg, lovastatin 20mg, omeprazole 20mg.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported by the patient (pt) that their implant was not working and they were not feeling stimulation ((B)(6) 2015); they had the stimulation adjusted and couldn¿t feel stim and was not getting relief. The pt stated they had a robotics procedure for prolapsed bladder over a year ago that helped. The pt reported they had a car accident ((B)(6) 2015), they had a fall ((B)(6) 2015) and the therapy seemed to work after the fall. The pt was to follow up with their healthcare provider (hcp). Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had not been back to health care provider (hcp). They had an appointment with an assistant at hcp's office on (B)(6) to test the implant. It was indicated that the implant was four years old and that was the possible cause. There was nothing taken to resolve the loss of therapy and stimulation. They had another procedure for urinary prolapse in (B)(6) 2014 which provided remarkable relief. Patient also stated that they did not seem to be in serious distress at this time, so they were holding off on replacement.